Manufacturer narrative:
Concomitant medical products: 7288 ICD implant date unknown. No evaluation other description: analysis cannot be completed at this time due to pending litigation. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited small r-waves and had possibly fractured. The lead was explanted and replaced. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.